Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012769544 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: the nitinol wire was observed to be bent in the distal arm transition, the electrode# 2 was observed to be displaced, inverted array was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wires #1 and #2. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wires #1 and #2 were observed to be broken. In conclusion, the reported inverted spiral array and kink were confirmed through analysis. The loop catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, there were catheter steering and de flection issues, catheter array inversion, and the catheter became kinked in the patient and could not be retracted fully. The slider had issues and would not extend the catheter, requiring approximately 10 minutes of manipulation to resolve. The case was completed with pulsed field ablation. No patient symptoms, complications, injuries, or adverse outcomes were reported. No patient complications have been reported as a result of this event.